Event description:
When the physician tried to insert zso-7-7, he recognized that the inner pigtail kinked a lot (361852). User error: olympus visiglide 0.025 straight wire was used in this case. So he removed the stent and used another zso-7-7 (another complaint has been created to address this issue). Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please indicate where the device was stored prior to use: it was stored in their own cabinet. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?: olympus visiglide 0.025 straight wire was used in this case. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed: no. Was the wire guide inspected for damage prior to use?: no. Was the device at the center of the complaint inspected for damage prior to use?: no. Did the patient involved exhibit altered anatomy or tortuous anatomy?: no. If not with the device in question, how was the procedure finished?: they used another zso-7-7 and case finished.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zso-7-7 device of lot unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to pr (B)(4) (report reference number 3001845648-2022-00378). Document review: as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zso-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. To ensure conformity of all batch release products, pack qc procedures verify that "the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to completion of the investigation.